Event description:
Customer reported that touchscreen was sometimes delayed or unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer declined additional troubleshooting, and no further action was taken as the case was documented and closed by technical support.